Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple prime (loss of prime (loose cartridge cap)) issue. The reporter stated that the patient had a blood glucose (bg) of 547mg/dl with polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to user error.